Event description:
In 2005, a person died of the same device. Pt called guidant and co said there is nothing wrong with the device. Guidant gives different answers which was more suspicious. Explanted and replaced in 2005. Device has shortage of current. FDA needs to check on guidant.